Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating the insulin pump had alarm unexpected restart. Customer's blood glucose at time of incident was unknown. The customer was explained the alarm. The alarm happened after inserting a new battery. The customer stated that there is no occurrence after battery change. The customer was explained that the insulin pump is performing as designed.